Event description:
When advancing the 20 gauge angiocath, the needle is going straight and the plastic catheter is bending up and splitting from the needle. The needle is being left behind and the catheter is being pulled back and found to be split. The ed nurses are reporting several similar incidents. No patients were harmed.